Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event, the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The distributer stated that when they received the units from the customer the unit was alarming vent inop. It is unknown if there was patient involvement at the time of the event.